Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported that patient was hospitalized due to hypoglycemia. The blood glucose level was 33 mg/dl. At the time of hospitalization. Patient felt disoriented dizzy and was unable to speak properly. Patient was in hospital for 1 hour. No further information available.